Manufacturer narrative:
The reported complaints of p-wave oversensing and r-wave undersensing were confirmed. Based on the information provided, the root cause was suboptimal device programming. No device malfunction was found.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that patient¿s implantable cardiac monitor (icm) exhibited far p oversensing and under-sensing. No intervention was performed. The patient was in stable condition.